Event description:
Account reported that one pouch of the langston pigtail catheter was not sealed. The catheter was never used on the patient. No patient impact was reported by the account.

Manufacturer narrative:
Manufacturer's root cause investigation found that the most probable root cause of this issue was operator variance in the manufacturing procedure process. Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person.